Event description:
According to the reporter: the clips began to malform. Sometimes the malformation was at the distal end and sometimes proximal end. Clip started to form at the distal end and would slip out of the jaws. The jaws kept locking up. The clips were not completely closed. They were scissoring. Every other clip would have a problem. Vessels were torn as a result of this issue. Used another clip applier to correct the issue. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).